Manufacturer narrative:
H3 other: as the device remains implanted only the delivery system sub-assembly was requested and received for investigation. H6 result code: 213. Product history review: the review of the manufacturing records verified that this lot met all pre-release specifications. Engineering investigation: a broken deployment line is confirmed based on review of the returned delivery system. Cause of the broken deployment line is unlikely to be related to manufacturing because none of the process steps having potential to damage the deployment line affect the deployment line where it ultimately broke within the dual lumen. Review of the manufacturing records indicates the lot met all pre-release manufacturing specifications so there are no lot-based signals which suggest degraded tensile integrity of the deployment line. Based on the device evaluation performed, no manufacturing anomalies were identified to which the event could be definitively attributed. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The investigation is still ongoing. The results will be included in the final report. Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
It was reported to gore that patient underwent endovascular treatment for an occlusive disease in the superior vena cava (svc) by using a gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn-device). It was stated that patient had swelling in left arm with fistula. The viabahn-device was intended to be used to re-line the occlusive disease in the svc, and to improve flow dynamics. A bare metal stent (bms) was already in place and the viabahn-device was intended to further line the vessel and to improve flow. Reportedly, the viabahn-device was advanced accordingly with no issues and then in situ the deployment line was pulled. The physician felt no resistance during pulling the deployment line and could see that no deployment happened. It was stated that he proceeded to withdraw the viabahn-device carefully, whilst it was still in a crimped state. Upon extracting the viabahn-device back, it began to deploy and the physician had to use a balloon to further deploy the device in its location. Finally, it was reported that the viabahn-device was well appositioned partially inside another stent and did not move.